Manufacturer narrative:
H3: product analysis (pli 10) em800: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. H3: product analysis (pli 10) mr8-avs14: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-avs14, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the acdf procedure, drill and the attachment were overheating. It was reported that patient had burned skin. It was also reported that there was no intervention planned, no damaged piece remained in the patient's body, and there was no delay in procedure. The procedure was completed with reported product(s).

Manufacturer narrative:
H3: product analysis (pli 10) em800 serial# (B)(6), no conclusion can be drawn. Evaluation could not be performed because the cable was nonfunctional. It was also noted that the shaft corroded. H3: product analysis (pli 10) mr8-avs14 serial# (B)(6), no conclusion can be drawn. Evaluation could not be performed because distal bearings corroded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-avs14, serial/lot #: (B)(6), ubd, UDI#: (B)(4), additional information received: 1625507-2025-01968, 1625507-2025-01963, and 1625507-2025-01955 are related to the same event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, drill and the attachment were overheating. It was reported that patient had burned skin. It was also reported that there was no intervention planned, no damaged piece remained in the patient's body, and there was no delay in procedure. The procedure was completed with reported product(s). Additional information was received stating that there the impact was a suspected minor skin burn.